Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the previously emdr. Corrected field: h6 - component code was incorrectly selected as cap, it should be cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that in the distal cover, the distal cap came off during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.